Event description:
During surgery, the implant did not fit properly into both proximal and distal canals, resulting in rotational instability. The surgery was delayed approx. One hour.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided info states the implant did not fit properly into both proximal and distal canals. The surgeon cut the distal end of the implant to fit properly into the canal and drilled through both corticies and the implant, suturing one to the other. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.